Event description:
It was reported that a pediatric user experienced hyperglycemia after eating a higher-carbohydrate breakfast while using the ilet system, with a sensor glucose of 324 mg/dl and confirmatory fingerstick of 292 mg/dl; education was provided that recent low-carbohydrate intake could affect ilet insulin adaptation and that adjustment to increased carbohydrates would take time. Symptoms included asymptomatic hyperglycemia without loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included transient elevated glucose outside the target range for about one hour, no use of backup therapy, no medical intervention, and subsequent improvement to 138 mg/dl and steady. Investigation included customer counseling on system adaptation, glucose confirmation by fingerstick, and follow-up to verify resolution. Investigation of this case revealed no device alarms, no infusion set change, continued use of a cannula-type infusion set, and a pattern consistent with metabolic and dietary variability rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory dietary change and insulin adaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.